Event description:
"The vent stopped cycling air several times while on patient. The nurse tried turning off and on again with no change. The nurse had to manually ventilate the patient for approximately 45 minutes as the backup ventilator was not readily available. This caused the patient anxiety, however there were no resulting patient consequences".